Event description:
Inaccurate erratic readings. In blood glucose tests, customer received readings of 119, 360, 384, and 354 within 10 minutes. There was no report of death, serious injury, or mistreatment associated with this event.